Manufacturer narrative:
Correction: the correct date of explant (d6b) is (B)(6) 2025; not (B)(6) 2025, as previously reported. Device analysis report attached.

Manufacturer narrative:
Correction: the correct date of explant (d6b) is (B)(6) 2025; not (B)(6) 2025, as previously reported.

Event description:
Per the clinic, the patient experienced recurrent infections at the implant site for the past 3 years. Skin necrosis was observed and the patient was hospitalised to be treated with IV antibiotics, however the issue did not resolve. The device was explanted on (B)(6) 2025, and there are plans to re-implant the patient with a new device in 6 months time.